Event description:
Initial (14-aug-2024): this serious medical device incident was reported via telephone that refers to a female consumer who was intending to use compound w nitrofreeze for the removal of a wart on (B)(6) 2024. During initial activation, the consumer held the device down for one second when the cap came flying off, the tip came shooting out, and then the contents expelled. This was done on a flat kitchen table, with no windows open nor electronics nearby. The consumer denies any exposure to high temperatures due to living in alaska. No injuries were reported. This case outcome recovered/ resolved. Meddra version 27.0. Expectedness: device expulsion: unexpected. According to the company reference safety information.